Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.0870 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they allege insulin pump was over delivering. Customer reported that they experienced low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer experienced symptoms such as weakness and lots of eating. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported that the drive support cap was normal. Customer was not treated. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.